Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose."

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and high ketones; bg value not provided. Cause was not known; however, a pump system check was performed, and it was determined that the cartridge and infusion set had been in use for more than 72 hours with novorapid insulin. The technical support team educated the customer on insulin labeling. Correction boluses were delivered via the pump to initially address bg. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2025 with the issue resolved and no permanent damage.